Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events that occurred while the patient was connected to the power module. Although the specific cause cannot be determined, the captured events appear consistent with a potential driveline wire issue. It was reported that the patient went to the clinic on (B)(6) 2021 and their log files were sent in for review. The submitted heartmate ii log file captured a low speed event where the speed decreased below the low speed limit to a range of 4140-6410 rpm. During the events where the speed was decreased, power and pulsatility index (pi) increased, and the estimated flow decreased. These events occurred while the patient was connected to the power module, which could be indicative of driveline damage. Prior to and after the low speed events, the pump appeared to function as intended and no other unusual alarms or events were captured. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and the hmii patient handbooks are currently available. Section 1 of the IFU, ("introduction"), provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). Section 6, (¿patient care and management¿), discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8, (¿equipment storage and care¿), also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, (¿living with the heartmate ii¿) contains information on caring for the driveline. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic and their log files were sent in for review. Technical services found 4 low speed events that only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. They stated that these events could be related to something traveling through the pump rotor or that they could be linked to potential issues with the percutaneous lead. They recommended to have the patient monitored while remaining on battery power and/or and unshielded (non-grounded) patient cable.